Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr found the exhalation cap that holds the body valve was loose. Tighten screws and body valve is locked in. Fsr ran operational verification procedure, unit passed all test and runs according to manufacturer's specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator was giving frequent low pip alarms. At this time, there is no information regarding patient involvement associated with the reported event.